Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600 mg/dl, and a loss of consciousness causing customer to fall and sustain a head laceration. The cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem transmitter issue. The customer went to the emergency room and was subsequently hospitalized. Treatment was administered for head laceration via staples. Customer was unable to provide treatment received for bg levels. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.